Event description:
It was reported that a slow progressing infection at the implant site was observed and patient experienced diaphragmatic stimulation. The whole system was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.